Manufacturer narrative:
Storage and transport conditions are unknown for the cautery. Customer received and used the product in an eye surgery, when the cautery had corroded, and the corroded powder fell into the patients right eye. The customer is returning the device for evaluation. A follow up report will be submitted once we have received additional information or completed the investigation.

Event description:
The customer alleged that during the procedure, the eye cautery battery pack powder burst through the on/off button into the patient's right eye. The doctor immediately rinsed the powder with saline and iodine solution; the operation continued with no further complications.

Manufacturer narrative:
Product was received through the RMA room on (B)(6) 2022. Product was found heavily soiled by the corrosion coming from the batteries. Button mechanism still worked correctly despite the corrosion. There was notching on the abs plastic near the battery cap, but it is unable to be determined if this impacted cautery performance/issues battery had not expanded. Liquid was noted along the battery, along with a blue powdery substance possibly from the battery leaking. Complaint confirmed. Root cause is unable to be determined with accuracy at this time as what led to battery corrosion. It may be possible the product batteries had weak seals from the manufacture, which lead to the seal failing during the multiple pressurization/depressurization during sterilization and multiple international transports. This is an isolated event. We will continue to track and trend for any future occurrences. At this time no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or information pertinent to the investigation, a follow up report will be submitted.

Manufacturer narrative:
This was the initial use of the device.